Event description:
A report was received that during a lead revision procedure the physician had to use excessive force with the clik anchor which left a mark on the lead and he felt that it was difficult to remove from the lead.

Manufacturer narrative:
The complaint was confirmed. The clik anchor would not go smooth through a test lead due to narrow diameter on one of the throughbores.